Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. The reported event did not impact blood glucose. Reportedly, customer reloaded the cartridge and resumed insulin delivery.